Event description:
Pt was being stressed on a treadmill. Upon the doctor command, isotope was injected into the tubing, then flushed with a 10cc syringe of saline. Fluid began squirting out of the tube at its hub. Injection was ceased and dr stopped the treadmill. Blood was leaking from the tube which was immediately covered with paper towels on the pt arm to stop the flow. A survey meter was used to check for isotope contamination and found only slight amounts of activity on the treadmill belt, the adjacent floor, and a very small amount on the pt's shoes. Reporter resurveyed the area and also the adjacent office to see if any activity came through the wall. The reading in the adjcent office was at background. The readings in the treadmill room are very low. Reporter surveyed the pt's torso and pt was appropriately radioactive for a pt just injected with the isotope. The pt then came to the hosp for imaging and the imaging was as expected for a pt that had been injected for a myocardial exam. During the following week, another tube from the same box failed at the rubber septum and was leaking prior to another cardiac study. Both these tubes were returned to the manufacturer, who intended to investigate these failures. The remainder of the box was returned and a new box was received.